Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen subsequently became cracked and unresponsive. Tandem customer technical support (cts) was not contacted at the time of the event and the customer reverted to insulin pens. The customer experienced both elevated and low blood glucose (bg) levels (ranging from 400 to 50 mg/dl) while using insulin pens because the contact did not know how to appropriately dose using insulin pens. The elevated bg levels were addressed with insulin pens and the low bg levels were addressed by drinking juice. Reportedly, customer would continue to use insulin pens for alternate insulin therapy.